Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited high bipolar pace impedance measurements greater than 2,000 ohms and noise. When reprogrammed to unipolar configuration, the ra lead exhibited normal impedance measurements; a partial lead fracture was suspected but not confirmed. The lead remains programmed in unipolar configuration with no plan of revision at this time. No adverse patient effects were reported. This system remains in service.